Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of non sustained right ventricular noise oversensing was observed via remote transmission. There were no electrical anomalies and the nose was not reproducible. No electromagnetic interference source was found either. It was determined that the cause of the noise oversensing was the patient's cardiac cycle. There were no allegations of malfunction on the device or lead. Programming changes were made and the patient was asymptomatic before, during, and after the programming changes.